Manufacturer narrative:
The device was in use for treatment. The patient is part of the victory af clinical trial. The braided transseptal sheath has not been returned for analysis. As a result, the allegations against this device (hematoma) cannot be confirmed. As the lot number of the braided transseptal sheath device is unknown, a review of the device history records cannot be performed nor can it be determined if there are additional complaints against the lot used to manufacture this unit. The arrive braided transseptal sheath instructions for use (IFU) informs the user: warnings and precautions: radiofrequency ablation - when using the sheath in the presence of rf ablation, care must be taken to assure all ablating elements are outside the sheath. Adverse events: potential adverse events associated with percutaneous procedures include, but are not limited to, the following conditions: access site complications, air embolus, aortic puncture, arrhythmias, atrial septal defect, av fistula formation, coronary artery spasm or damage, death, device entrapment, dissection, hematoma, hemorrhage, infection, myocardial infarction, nerve damage, pacemaker or defibrillator lead displacement, perforation or tamponade, pericardial effusion, pleural effusion, pseudoaneurysm, pulmonary edema, stroke, thromboembolic events, valve damage, vasovagal reaction, vessel spasm or trauma. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that following a radiofrequency ablation procedure, the patient experienced a large hematoma requiring repeated pressure bandaging and twelve hours bedrest. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The patient experienced a large hematoma requiring repeated pressure bandaging and twelve hours bedrest. The event did not prolong the hospital stay. There was no report of any adverse health consequences to the patient. Additional information received february 18, 2016 indicates the event (groin hematoma) was procedure-related, not device related.